Manufacturer narrative:
The report of the auto-pulse platform (sn (B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the communication error from the drive train motor. Upon visual inspection of the platform, battery lock was bent, top cover, front and bottom enclosures were damaged. These physical damages found during visual inspection are characteristics of wear and tear. These observations are not related to the reported event. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the auto-pulse vision software and the error message was able to be cleared. The archive data revealed a system error 139 (unable to hold compression position) message along with user advisory (ua) 16 (timeout moving to take-up position), ua 16 is not related to the reported event, on the reported event date. The auto-pulse platform is a reusable device and was manufactured on 04 sep 2008. It has exceeded its expected service life of 5 years. After replacement of the top cover, front and bottom enclosures, battery lock and drive train to avoid re-occurrence of ua 16, the auto-pulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for auto-pulse platform sn: (B)(4).

Event description:
During patient use, the auto pulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" message. The crew immediately performed manual CPR. No known impact or consequence to patient information was provided.